Manufacturer narrative:
(B)(4).

Event description:
On november 5, 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the alleged inaccuracy issue occurred but did report that it began ¿when the meter was obtained¿. The patient claimed to obtain blood glucose readings of ¿over 300, 200, 40, 150 and 30 mg/dl¿ with the subject meter. The time difference between the results was not reported. Lifescan cannot confirm any inaccuracy from the data provided. The patient manages his diabetes with a self-adjusted dose of humulin n, humulin r and reported "sticking to a 200 carb/1000 calorie diet and sleeping less than 10 hours per week". The patient claimed continuing with his usual diabetes management routine after the alleged inaccuracies began. The patient claimed that an unspecified time after taking insulin he developed symptoms of ¿lightheaded, jittery, dizzy, blurry vision and had trouble staying conscious¿. The patient reported self-treating his symptoms by drinking a "whole bottle of pancake syrup, ate carbs and self-injected 1mg of glucagon". The patient reported that at an unspecified time the emergency services came over and tested his blood glucose on their meter. The result obtained was not reported. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking his insulin dose based on allegedly inaccurate results obtained with the subject meter.